Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy due to noise. The patient experienced pain. A device alert displayed possible hv circuit damage. The ICD was programmed off until revision could be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.